Event description:
Approximately two hours after placement in the pt, the tracheostomy tube began leaking and the cuff would not hold air. Air was coming out of the pt's mouth, indicating that there was leak in the cuff or the tube. The pt maintained their tidal volumes, but required recannulation. No testing was done at the hospital on the removed tracheostomy tube to ascertain the exact location of the leak and it was discarded.